Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. The investigation shows that the cup broke due to fatigue. There are no signs of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the cup was broken.